Manufacturer narrative:
The lead was explanted due to advisory without any reported malfunction. During analysis, a failure event was observed which was unrelated to the reported event. As received, a partial lead was returned in two pieces. Visual inspection of the lead found multiple internal insulation abrasion breaching all cable lumens and the liner with one of the ring electrodes cable coating and right ventricular cable coating were also found abraded. An external insulation abrasion breaching the ring electrode cable lumen with intact inner coil and cable coating distal to the suture tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
Related manufacturer report number: 2017865-2023-22281. It was reported during in clinic follow up that the atrial lead was failing to capture. The lead was extracted. The right ventricular lead was also prophylactically explanted due to the externalized conductors (ec) advisory. The patient was stable and asymptomatic.